Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the patient side of the sorin heater-cooler system 3t unit would not heat during set-up. There was no report of patient injury. A sorin group field service representative was dispatched to the facility and replaced the ac mains board to resolve the issue. The board has been requested for further investigation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the patient side of the sorin heater-cooler system 3t unit would not heat during set-up. There was no report of patient injury.